Manufacturer narrative:
(B)(4). Title: does fissure status affect the outcome of thoracoscopic pulmonary lobectomy source: pediatric surgery international, 25 september 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, there was a total of 52 patients divided into 3 groups. Group I included 17 patients (8 male, 9 female) with an incomplete fissure with partially visible interlobar pulmonary artery(ipa) that were treated with medtronic ligasure, or ethicon enseal hand piece. There were three post-operative complications reported which are minor bronchial artery hemorrhage during anterior-to-posterior bronchial dissection, accidental stapling of the fogarty catheter used for single lung ventilation, both complications required conversion to an open procedure. Post-operatively, patient required a chest tube for 14 days because of an air leak from a fissure sealed with a ligasure hand piece.